Event description:
It was reported the patient's device was in a power on reset condition (por). It was also stated the patient no longer had a follow up physician due to insurance. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: lead 3093-33 lot # v449877.